Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted.

Event description:
It was reported that, over the last year, this right atrial (ra) lead exhibited a gradual increase in pace impedance measurements, measuring from approximately 1400 ohms to 2000 ohms range. Data was reviewed and the lead parameters appeared to be within specification. There was no noise observed. Boston scientific technical services recommended programming changes. This patient will continue to me monitored via latitude (home monitoring system). There were no adverse patient effects. This ra lead remains in service.